Event description:
During a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated as a mildly calcified, 80% stenotic lesion in a moderately tortuous left anterior descending artery (lad). After predilation the physician attempted to reach the lesion with a taxus express2 3.0 x 28 mm drug eluting stent. However, the catheter shaft suddenly fractured into two pieces outside of the pt's body. Consequently, the taxus stent was never deployed. The fractured cahteter was removed without any complications. The procedure was successfully completed with another taxus express2 3.0 x 28 mm stent. Pt status is reported as "ok".